Event description:
It was reported by the representative that the (1) et45g was used during a thoracotomy procedure. It was reported that the stapler jammed after the fourth firing. The reload could not be removed from the jaws. The case was completed with a new instrument. There was no pt consequence.